Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow-up report will be sent when device analysis is complete.

Event description:
The product was explanted in 2006 and was received for analysis after 1.8 months implant duration. Info received with the unit shows the product was retrieved due to a reported staphylococcus infection and the pt symptom of incisional wound draining was noted. Additional info has been requested from the physician. The device was removed and returned to the MFR for evaluation.